Event description:
Customer reported that the t:slim x2 pump battery would not charge resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.